Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to the keypad traces. The unit powered up properly after battery installation. The unit was also received with its operating currents with specification. No battery out limit alarms were noted. The device passed the basic occlusion test and displacement test. However, the pump was unable to prime during the prime test due to a faulty force sensor resistor (gold). The device was unable to undergo the excessive no delivery test and occlusion test due to the prime anomaly. The following physical damage was noted: cracked case at the display window corners and reservoir tube window corners, and minor scratches on the lcd window.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; none of the buttons were working. The patient's blood glucose at the time of incident was 600 mg/dl, which the customer managed to bring down to 135 mg/dl. Troubleshooting was declined for the high blood glucose but troubleshooting was initiated for the keypad anomaly. The customer was walking at the time of the keypad anomaly so she might have been sweating on the pump. Additionally, the customer mentioned that her pump received battery out limit alarms. Troubleshooting was declined for the battery issue. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.